Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A2: age at time of event: reported date of birth was an unspecified date in (B)(6) 2024. A4: weight: 3.554kg height of patient 53.5cm e1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The patient underwent a mitral valve repair and pulmonary artery banding for an atrioventricular septal defect wherein coseal surgical sealant, easyspray, and coseal spray set were utilized. Five days post operative (post-op) a pericardial effusion was reported (no further information conveyed). Twenty-two days post-op the patient experienced a fever (not further specified). Day twenty-three postop, a hear computed tomography scan (CT scan) was performed and it revealed suspected upper mediastinal abscess. This same day unspecified antibiotics were initiated. Forty-seven days post-op the patient had recovered from the postoperative mediastinitis. The antibiotic therapy was continued as ¿prophylactic administration¿. Pericardial effusion outcome was not reported. No further information was available at the time of this report.